Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by ¿feeling sick¿. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized and diagnosed with peritonitis. On the same day, the patient began treatment for the peritonitis with vancomycin (1 gram, bid [twice daily] intraperitoneally). Four days after being admitted, the patient was discharged from the hospital. At the time of this report, treatment with vancomycin was ongoing. The scheduled duration of the antibiotic treatment was 23 days. At the time of this report, the peritonitis was resolved, the patient was recovered and dianeal/ extraneal therapies were ongoing. No additional information is available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).